Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and history revealed no activity outside normal use. On examination, the pump and the battery cap is fully intact without damage noted. The battery cap secured tightly onto the pump. The pump was exercised for 24 hours with no evidence of power issues. No defects were found to the power flex, battery connections, and internal components. The pump was evaluated and found to be operating within required specifications.

Event description:
On (B)(6) 2012, the reporter/caregiver contacted animas on behalf of the patient alleging that the pump had a power issue. The reporter claimed that the pump had no power. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that insulin had leaked into the cartridge compartment a week earlier. He claimed that shortly after the insulin leaked into the cartridge compartment, the pump allegedly lost power. The reporter denied that the pump was exposed to water. He denied also that there was any corrosion or wetness in the battery compartment. The reporter denied that the pump was exposed to trauma and that the pump's casing was cracked. He claimed that the battery cap was secure. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump would not power on. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.